Event description:
Boston scientific received information that this device had a report of inappropriate shock therapies in (B)(6) 2009 due to a sinus tachycardia or supraventricular tachycardia. A review of the stored electrogram found that an inappropriate shock was delivered. There were no known or alleged adverse effects received/identified to date. The available evidence indicates that the device remains implanted and in service. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2013 due to normal battery depletion. The device was received at boston scientific's return product department.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit while implanted. End-of-life (eol) was declared in (B)(6) 2013 (post-explant) with a charge time of 42.525 seconds at a monitoring voltage of 2.68 volts. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.